Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, lot# 0208047759, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a defect lead that occurred during normal use. The stimulation was not working properly anymore and there were high impedances. A fall could be a factor, but not sure. Other programs were tried on the lead, but this was not convenient enough. The lead was replaced and the issue noted as resolved at the time of the report. Additional information received from the representative reported that therapeutic benefit was not sufficient anymore after the fall.

Manufacturer narrative:
Analysis of the lead, model 977a260, serial/lot # unknown, found lead body conductor broken with anchor site unknown.

Manufacturer narrative:
(B)(4).